Event description:
Facility reported that the new transducer protectors come loose during treatment. One incident of forgetting to retighten the device. It came loose and there was blood loss, estimated at 300cc. Patient became unresponsive and was given saline. Just previous to the incident the patient was given mannitol for severe hypotension. The treatment was finished without further incident. The patient was brought back the next day to be given one (1) unit of blood due to the blood loss. Companion samples are available for examination.